Event description:
It was reported that a lead alert triggered for a polarity switch from bipolar to unipolar on the right ventricular (rv) lead due to low impedance. There was no sensing in bipolar when a test was run. The lead is now in unipolar and functioning well. The patient also has a history of pocket stimulation at high outputs. The lead and device are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-58, implantable pacing lead, (B)(6) 1999; 4524-53, implantable pacing lead, (B)(6) 1999. (B)(4).